Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for initial device implant. During procedure, the atrial lead exhibited noise. The lead was not used and a different atrial lead was implanted successfully without adverse consequences to the patient. The patient will continue to be followed normally.